Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 needle 26x3/8 ib leaked during use. The following was reported by the initial reporter: "it was reported that there was fill resistance. It was also reported the needle bent. Event description: cts received email from a clinical diabetes specialist: hello! Patient reports having a clogged needle on her first set change. Can someone reach out to record this issue and offer a replacement needle? Thank you! Caller reported that the needle was plugged and insulin spilled out."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 0090927. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h.10.

Event description:
It was reported that 2 needle 26x3/8 ib leaked during use. The following was reported by the initial reporter: "it was reported that there was fill resistance. It was also reported the needle bent. Event description: cts received email from a clinical diabetes specialist: hello! Patient reports having a clogged needle on her first set change. Can someone reach out to record this issue and offer a replacement needle? Thank you! Caller reported that the needle was plugged and insulin spilled out."